Event description:
The pt reportedly experienced intermittency and loss of lock between the external equipment and the cochlear implant. Programming changes were made, and external equipment was exchanged; however, the issue was not resolved. Device revision surgery will be scheduled.